Event description:
A customer reported that the adc freestyle libre sensor was not working and was therefore unable to obtain glucose scans. The customer further reported having contact with a healthcare professional who provided medical treatment however, details of the treatment were not provided as the customer refused to troubleshooting further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor was not working and was therefore unable to obtain glucose scans. The customer further reported having contact with a healthcare professional who provided medical treatment however, details of the treatment were not provided as the customer refused to troubleshoot further. There was no report of death or permanent injury associated with this event.